Event description:
The pt received two trial scs leads (from the same lot) on (B)(6) 2011. It was reported the pt stopped feeling stimulation on the right side of her body. In addition, the pt was feeling stimulation in her stomach. Changing programs did not resolve the issue. F/u info revealed the leads had migrated. The leads were removed at the end of the trial period as scheduled (date unk). It was determined the trial was successful and the pt has since received a permanent implant.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.